Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d9 (device available for evaluation?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of ic9458¿s inability to open the purge door was contamination of the purge door.

Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that following use in a clinical case, the purge door of an automated impella controller did not open with normal actuation of the release button and required increased force to open. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.